Manufacturer narrative:
Product complaint # (B)(4). Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During an unknown surgical procedure, the recon nail of the driving cap broke off inside the insertion handle. It is unknown how the procedure was completed. There was no surgical delay are reported. Patient outcome is unknown. Concomitant device reported: radiolucent insertion handle frn part# 03.033.001; lot# 750728. This complaint involves one (1) device. This report is for (1) driving cap/threaded. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: part: 03.010.523, lot: l759640, manufacturing site: bettlach, release to warehouse date: april 17, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: driving cap/threaded (part: 03.010.523, lot: l759640, qty: 1) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the threaded distal tip of the device has broken. The broken off distal threaded tip was not returned at cq. The fracture surface appears homogeneous with no voids or dark spots. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Device failure/ defect found? Yes. Dimensional inspection (calipers: ca215p): dimensional inspection of the received device was performed at cq. All the dimensions are within specification.. Documentation/ specification review: the following drawing(s) was reviewed: connector for insertion handle, no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for driving cap/threaded (part: 03.010.523, lot: l759640) as the threaded distal tip of the device has broken. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.